Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician commented that during a case with an unknown promus element stent he experienced stent deformation or shortening of the stent. No additional intervention was required due to the length of the stent. There were no patient complications reported. This product is only ous approved but it is similar to an approved us device.